Event description:
It was reported patient had a micl 12.6mm implantable collamer lens implanted in the patient's left eye on (B)(6) 2009. As part of the post market study, the patient reported having had second surgery procedure for a retinal detachment and cataract. The physician's office was contacted for further information. The information provided by the physician stated the retinal detachment occured on (B)(6) 2010. Cause of retinal detachment was high myopia staphyloma. A vitrectomy as performed to repair macular detachment with silicone oil in 2011. The silicone oil was removed on (B)(6) 2012. Date of nuclear sclerosis cataract diagnosis was on (B)(6) 2013. Cataract surgery was performed and the icl was explanted on (B)(6) 2014. The icl was replaced with a standard iol during the same surgery procedure. Visual acuity 20/200 and the patient prognosis was stable at last visit on (B)(6) 2014. The physician stated the adverse events were not related to the device.

Manufacturer narrative:
(B)(4). Method: lens work order search/medical review. Results: a lens work order search was performed and no similar complaints were found. Medical review: os: the (B)(6) patient reported, at the 60 month follow-up form, that the cataract was diagnosed and surgery was performed. According to the data clarification request form, dated on (B)(6) 2014, the nuclear sclerosis cataract (nsc) was diagnosed one year prior and was not lens related. It should be noted that nuclear cataract starts as an exaggeration of the normal ageing change involving the lens nucleus. Cataract surgery was performed, icl was explanted, and iol was implanted at the same surgery date. The patient prognosis was stable. The patient had a very complicated pre-existing ocular history combined with surgical interventions (including vitrectomy and retinal detachment repair) that have contributed to the decrease in visual acuity and function, according to the report, and were not associated with the explanted icl. At the time of the icl implantation the patient was 52 years old and visian icl is indicated for patient 21-45 years of age, therefore there is no sufficient data to support use of this lens in such patients. Given all this information, including the age related cataract development, the most likely cause of the event were patient related factors and not device related in origin. Conclusions: based on the complaint history, work order search and medical review, the patient was (B)(6) at the time of implantation. The visian icl is indicated for patient 21-45 years of age, therefore there is no sufficient data to support use of this lens in such patient and this constitutes an off-label use of the device. (B)(4). Device not returned.